Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) in all programmed vectors. Additionally, the patient experienced stimulation in some programmed vectors. A lead dislodgement was suspected. Technical services (ts) recommended performing an x-ray to assess the lead. Additional information was requested, however, no additional information is available at this time. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.